Event description:
See initial report.

Manufacturer narrative:
H.10: through further follow-up communication, livanova learned that the device was actually placed inside the operation theatre during use, with the fan directed opposite to the patient and at an estimated distance of two (2) meters from the surgery field. Thus, the previous information about device placed outside the operating theatre was not correct.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). The laboratory report has been provided. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an heater-cooler system 3t was found to be contaminated with mycobacterium chelonae and gordonae. The customer requested deep disinfection procedure. The analyzed sample was taken from the unit on (B)(6) 2018 and the device resulted to be positive to the mycobacterium chelonae and gordonae on (B)(6) 2018. There is no known patient involvement.

Manufacturer narrative:
Through follow up communication, livanova (B)(4) learned that the device was cleaned regularly per the IFU and was placed outside of the operation theatre during use.

Event description:
See initial.